Event description:
A journal article was reviewed that contained information regarding this device and lead. It was reported that the patient had received inappropriate shocks due to the "abnormal sensing of external noise." The inappropriate shocks occurred only when the patient was in contact with water (a swimming pool or shower). The article indicated that these were triggeredy by "minimal electrical current lead resembling vf." The device and the leads were replaced. The article stated that the device was evaluated and there was "no evidence of device malfunction." Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "inapporpriate implantable cardioverter defibrillator discharge from sensing of external alternating current leak." Journal of interventional cardiac electrophysiology. 2002; 7:181-184.